Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant: addrl1 ipg implanted (B)(6) 2012.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event. On (B)(6) 2017 it was further reported that when the physician went to replace the ipg system, the physician noted a pericardial effusion and vegetation. The right ventricular (rv) lead helix would not retract.

Manufacturer narrative:
Product analysis: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.